Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels from (B)(6) 2024 to (B)(6) 2024 of 36 mg/dl. The low bg causes were not known. Customer consumed carbohydrates to address bg for all low bg levels. The customer experienced an electrical shock not due to pump or charging supplies and reportedly, the pump was replaced to resolve the issue and the customer reverted to an alternate method of insulin therapy. No additional patient or event information was available.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.